Event description:
A follow up call was made and the customer's mother stated that the customer was taken to the hospital with low blood glucose of 30mg/dl. It was stated that the customer has been on the device for thirty days. Advised the caller to continue reaching out the healthcare professional team with any medical questions regarding the insulin pump therapy. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.